Event description:
It was reported that the patient presented for an implant procedure of the right ventricular (rv) lead. During the procedure, it was noted that the lead exhibited high capture thresholds and high pacing impedance values. The physician attempted to reposition the lead three times, and the lead exhibited the same issues. The procedure was completed successfully with a replacement lead. The patient was in stable condition.

Manufacturer narrative:
The reported events of high lead impedance, high capture threshold, and compromised lead were not confirmed. As received, a complete lead was returned. Examination of the lead found the helix was retracted and clogged with blood/tissue. Electrical tests were normal. Dimensional analysis results of the connector boot were within product specifications. The lead could be fully inserted into the test connector sleeve, as well as the test ICD.

Manufacturer narrative:
H10 update: the reported events of high lead impedance, high capture threshold, and compromised lead were not confirmed. As received, a complete lead was returned. Examination of the lead found the helix was retracted and clogged with blood/tissue. Electrical tests were normal. Dimensional analysis results of the connector boot were within product specifications. The lead could be fully inserted into the test connector sleeve, as well as the test ICD. A device history record(DHR) was reviewed and found to be complete. The product passed all quality control tests prior to its distribution.

Event description:
New information received notes that the physician suspected the lead to be compromised.